Manufacturer narrative:
Later the same day, the contact reported that the blood glucose level was dropping down to the target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels throughout the day with a moderate level of ketones. The infusion set tubing and cannula were inspected and no damage was noted. The cause of the high bg was not known. Insulin injections were used to address the high bg and the customer reverted to using injections to manage diabetes. As the customer was not using the pump, tandem technical support was unable to troubleshoot and advised the contact to discuss the high bg with a healthcare provider.